Event description:
Litigation alleges patient experienced pain and discomfort, squeaking, and weakness in the right hip. Update: (B)(6) 2012 - medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd (B)(6) 2012 ¿ pfs and medical records received. A correct doi has been provided. After review of the medical records the revision operative note indicated metallosis and impingement between the stem and cup, but neither were revised. A unknown stem and cup are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Update rec'd 11/14/2012- pfs and medical records received. Part/lot being updated for cup and stem. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient experienced pain and discomfort, squeaking, and weakness in the right hip. Update: 11/14/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 11/14/2012¿ pfs and medical records received. A correct doi has been provided. After review of the medical records the revision operative note indicated metallosis and impingement between the stem and cup, but neither were revised. A unknown stem and cup are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/3/2014. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.